Manufacturer narrative:
Na

Event description:
It was reported that the ventilator went into a reset alarm condition multiple times while connected to the pt. Device alarmed as intended. Also reported that it "appeared" to give a very large breath before returning to normal operation. There was no pt harm.